Event description:
It was reported that noise was observed on the ventricular lead at patient follow up. The lead was explanted and replaced. Patient's condition was reported good after the procedure.